Manufacturer narrative:
The patient experienced peritonitis and was hospitalized on an unreported date in (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause of the event was unknown. The patient was treated with intraperitoneal vancomycin (every other night; dose and duration not reported) and bactrim (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on antibiotic therapy and is still hospitalized. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.